Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and a competitor's right ventricular (rv) lead were explanted. Over-sensing of noise was observed. It was undetermined which product caused the noise. There were no adverse health consequences to the patient.

Manufacturer narrative:
The report field event of right ventricular oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. The device was above eri upon receipt. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were found to be normal.